Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 461 mg/dl at the time of incident. Customer¿s current blood glucose level was 261 mg/dl and other blood glucose level was 175 mg/dl and 216 mg/dl and 400 mg/dl. The customer did experienced the symptoms such as a nausea. The customer treated with the regular shot of novolog and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.